Event description:
It was reported that the right ventricular (rv) lead demonstrated non capture during a follow-up visit due to dislodgement. The lead was revised and remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (B)(6) 2013; 5076-45 implantable pacing lead (B)(6). (B)(4).